Event description:
The customer reported that the videoscope displayed a scope error message and the image had noise when shaking the connector. There was no patient or user harm reported due to the event. The device was sent to an olympus service center for evaluation. Inspection and testing found foreign material on the distal end and in the air/water nozzle. This report is being submitted for the presence of foreign material in/on the device found during the evaluation.

Manufacturer narrative:
The device evaluation found image noise due to a defect of the scope connector section. Due to wear of angle wire, bending angle in up direction does not meet the standard value; that due to wear of angle wire, the play of up/down knob is out of the standard value; that adhesive on bending section cover has a chip; that adhesive on bending section cover has a crack; that adhesive on bending section cover has white-clouded area; that adhesives around objective lens has white-clouded area; that adhesives around lg lens has white-clouded area; that plastic distal end cover has a burn; that plastic distal end cover has a scratch. The customer provided their cleaning, disinfecting, and sterilization process. The customer confirmed the device had been reprocessed prior to being sent to olympus for evaluation. There was no delay in the start of the precleaning. There were no abnormalities in the accessories used for reprocessing. It was unknown if the customer wiped/brushed the distal end of the device with clean, lint-free cloths, brushed, or sponges. The air/water nozzle and channel were flushed with detergent solution. No reprocessing concerns were expressed by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.